Manufacturer narrative:
(B)(4). Scheduled explant on (B)(6) 2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a male post-lasik patient with an on-axis tecnis toric intraocular lens, model zct150 20.5 diopter, experienced a -1d refractive error. The physician reported that he would be exchanging the lens for another toric with an appropriate power on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation an the lens was received cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. The dfu contains a specific section on lens power calculations and contains precautions with respect to refraction measurements. All pertinent information available to abbott medical optics has been submitted.